Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The suture snapped during the procedure, and there were no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Procedure related photo review. Investigation summary: visual analysis of the individual image received for evaluation determined a plastic bag with two labeled winding formers, one of them was observed empty and the second with product, however; the picture is not clear to determine if any damaged or breakage suture was happened in the product. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.